Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that a patient sample generated a falsely decreased architect estradiol asssy result when tested on architect i2000sr serial number (B)(4) (first value below). The sample tested on architect i2000sr serial number (B)(4) generated correct results (second value below). The following was provided (units of measure in pmol/l): sid (B)(6) = 1606 / 11425; ovarian hyper-stimulation syndrome. (Units of measure in pg/ml): sid (B)(6) = 437.6 / 3113.1; ovarian hyper-stimulation syndrome. There is no impact to patient management reported.

Manufacturer narrative:
Abbott personnel at the customer site to trouble shoot the customer issue found a white particulate (of unknown origin) blocking one of the probes at wash station 2. Replacement of the probe returned the analyzer to expected operational status with no further issues. Subsequent instrument operations and test results were acceptable. No returns were necessary from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operations manual and the architect estradiol assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.